Event description:
Our facility has had issues regarding parts included in the biomarin administration kit for use with brineura. Specifically, there has been 3-4 incidences where we have received defective extension line tubing in the package. These defective tubes are manufactured by smiths medical and are used in the biomarin administration kit for use with brineura. During the 3-4 incidences, there was required intervention in order for the product to work properly. While we have been able to catch the defective tubing, we are concerned about future incidences that are not caught.